Event description:
Patient's mom reports one of the pumps malfunctioned last week. She is not home to provide sn but she understands she needs to call back and provide. She states when batteries are placed in pump it gives an error with a number and it starts beeping and will not infuse. Pharmacy will send a replacement pump. Malfunctioning pump will be returned for investigation. No clinical injury reported. Pt was not using pump when error occured. No other information provided. Sims deltec. Dose or amount: 54ng/kg/min; frequency: continuous; route: IV. Dates of use: (B)(6) 2014 to current.